Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reported device was not evaluated at the investigation site, however the device was evaluated by a depuy engineering technician and confirmed to be worn. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported reamer was blunt after the case.